Manufacturer narrative:
(B)(4). One 8.5f agilis introducer was received for eval. Visual inspection revealed two kinks within the distal end of the introducer shaft. The first kink was located 1.5 inches and the second was located 1.75 inches; both were proximal of the distal end. The catheter was able to deflect the distal end in both directions. However, the correct shape could not be produced because of the kinks in the distal shaft. The handle assembly was opened, which revealed the introducer shaft within the handle had been over torqued, causing the shaft to twist and damage the spaghetti tubes that run along the inner wall of the entire length of shaft. The damaged lumen/spaghetti tubes allowed all fluids to migrate into the handle assembly. This damage is consistent with over torque of the handle. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported after inserting the agilis introducer into the pt, saline solution was dripping from the handle. During introduction of the agilis steerable introducer, the physician turned the handle of the agilis around twice in a counter clockwise motion but the tip of the sheath only turned a little. The connection between the handle and sheath seemed to be broken and irrigation solution was noted to be dripping out of the handle of the introducer. The physician immediately drew back the agilis and the procedure was then completed with another agilis introducer with no consequences to the pt. No air was noted to enter the introducer.